Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed duplicate patient profiles on server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because discharged patients remained visible on the server until removed by the patient inactivity setting. A technical support specialist dialed into the server, confirmed that one patient profile had successfully discharged, and verified the database entries. The specialist reviewed knowledge article "discharged patients still showing in patient list" and explained that discharged patients drop off based on the patient inactivity setting rather than discharge delay hours when this issue occurs. The customer acknowledged the explanation and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed duplicate patient profiles on server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.